Event description:
Baxter (B)(4) received a report that one (1) coil cap on the infusor device was separated from the housing before use. This occurred prior to filling. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint. The actual sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. Device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: one unfilled unit was received by baxter for evaluation. Visual examination of the unit confirmed that the red coil cap separated from the large volume (lv) cover. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).